Event description:
The account alleged the side rail could not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail is missing the shoulder bolt. The technician replaced the side rail shoulder bolt to resolve the issue.